Manufacturer narrative:
Clarification d.6a: breast augmentation approximately 10 years ago. The event of grade 2 ptosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breasts have bottomed out, grade 2 ptosis.

Event description:
Patient reported "grade 2 ptosis, grade 1 capsule formation, and implants appearing to have bottomed out by approximately 1 cm". This record is for the left side. The device remains implanted.